Event description:
It was reported the pt presented with chest tightness, back pain, and peripheral edema on (B) (6) 2010 and work-up was done. Echocardiograms were conducted which revealed a high gradient and stenosis of the valve. The valve was explanted on (B) (6) 2010. Add'l info has been requested.